Event description:
It was further reported that the the surgical team was not trying to remove the implant. They were instead trying to compress the fracture using the fns instrumentation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.168.009, lot: 180241-206, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: november 02, 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the ins f/insertion handle was received at us customer quality (cq). Upon visual inspection, surface scratches were observed. Components 2 (screw) and 3 (drive head) of the device were inspected and no damage could be seen. No other defect was observed on the returned device. Functional test: a functional assessment was not performed with the complaint device since the applicable mating component(s) were not returned. Dimensional inspection: no dimensional inspection was performed as there was no damage that warranted a dimensional inspection. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as the returned device did not show any damage that could affect its functionality. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, femoral neck system was used, trying to remove the implant. The femoral neck implant where they implanted and were trying to compress the fracture and the femoral neck system insertion handle the very back silver knob at the end backed off when we were twisting counterclockwise on the black compression wheel. It didn't cause any patient harm. It is unknown if there was surgical delay. The surgery outcome was unknown. This complaint involves one (1) device. This report is for (1) ins f/insertion handle. This report is 1 of 1 for (B)(4).